Event description:
Reporter complains of "chronic bladder-blood seen often, leg aches, joint pain, can't lift anything, breast pain, left breast cancer, skin rashes, cystitis, dry eyes and throat. Unable to stand or walk too long, rupture, chronic headaches. Sore throats, ringing ears, memory loss and chronic fatigue.